Event description:
Patient reported via regulatory agency "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)" and "lymphadenopathy". Later healthcare professional report "no complaint against the device.". This record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of pallor is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported via bifs (breast implant follow-up study) "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient also reported "enlarged lymph nodes in [their] groin", which is not device-related. Later healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events lymphadenopathy and raynauds phenomenon was received on april 06, 2026, with lot number 1401904. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ raynauds phenomenon: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. Correction to b7 other relevant history in the initial medwatch: patient was in the breast implant follow-up study (bifs) but is not in an active clinical study. Reason for reoperation: contralateral side rupture; "raynauds' phenomenon" previously reported but not indicated as the reason for removal. Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, d6a, d6b, e1, e2, e3, g2, h6, h11.

Event description:
Patient reported via bifs (breast implant follow-up study) "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient also reported "enlarged lymph nodes in [their] groin", which is not device-related. Later healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted and replaced.